Event description:
The following report was received from the affiliate: during a coronary intervention to a tortuous and 90% stenosed lesion at the right coronary artery, pre-dilation was conducted with a 2.5mm/length unknown balloon. Then a 3.0x18mm cypher sirolimus-eluting coronary stent was implanted at the target lesion without problems and the unit was retrieved once. Then, post-dilation was conducted with a 3.25mm/length unknown balloon without problem. Then, to conduct post-dilation again, the stent delivery system (sds) was delivered to the target lesion again. However, when the physician tried to retrieve the sds after post-dilation, the sds would not come into the guiding catheter (sheathless 6fr jr4). Therefore, the physician retrieved the entire system with the sds. After the procedure, he confirmed the balloon was deflated completely. There was no reported patient injury.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.